Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report a no delivery alarm and that insulin was not delivering. The customer's blood glucose level was 400 mg/dl. The caller stated that the alarm was resolved by a complete set change. The customer could not return the set or reservoir because they were thrown away. Nothing was replaced.